Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and there were nine suspected false asystole episodes recorded on (B)(4) 2015.

Event description:
It was reported that the day after implant, the implantable cardiac monitor exhibited undersensing with episodes classified as pauses with wide ranges of lasting time. It was noted episodes of asystole were observed and the icm remains in use. No patient complications have been reported as a result of this event.